Event description:
The customer used the device to check their blood glucose and obtained a result of 357 mg/dl. They dosed 16 units of insulin, ate two bananas, one sub sandwhich, chips and a drink. A while later their boss found them on the floor. The first response team from their work came and gave them a soda to drink. They took them to the ER and they were given some type of IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.